Manufacturer narrative:
Concomitant medical products: 638rl32 annuloplasty ring, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The implantable cardioverter defibrillator (ICD) may have inappropriately detected atrial tachycardia/atrial fibrillation (at/af) due to electromagnetic interference. No inappropriate therapy was delivered. No action was requested by the physician and the lead and device remain in use. No patient complications have been reported as a result of this event.